Manufacturer narrative:
On (B)(6) 2017: it was reported an additional occlusion alarm occurred. No additional details were provided regarding this occlusion alarm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was over 600 mg/dl and correction boluses were delivered to address the bg level. For the current occlusion alarm, the customer performed troubleshooting on their own and would observe insulin dripping out of the infusion tubing as expected. Multiple infusion set changes were performed and the occlusion alarms continued. A new cartridge was loaded and the pump performed as intended. A system check was performed after the cartridge change and the pump performed as intended; no additional occlusion alarms occurred.